Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as two sores one that is dry skin other has a puss pocket because the side te pad was sitting right on that area aggravating it. There was no alleged device malfunction contributing to the irritation. The patient had wound care due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.